Event description:
The daughter-in-law of a consumer reported that approximately one yr following intraocular lens (iol) implant surgery, her mother-in-law experienced a decrease in visual acuity. The consumer saw her surgeon who reported that the iol had moved and caused damage to the cornea which in turn had caused the decreased visual acuity. The consumer was referred to a corneal specialist for f/u. At the request of the consumer, the surgeon has not been contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. At the consumer's request, the surgeon was not contacted.